Manufacturer narrative:
[(B)(4)].

Event description:
The dental implant fx4810mlc was removed on (B)(6) 2018 due to a fractured abutment adhered to the fixture. The patient has no significant medical history. The patient has recovered without complications.